Event description:
Customer reported that the spring arm is separating from the central axis. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "spring arm detached from central axis" could confirmed during the inspection. The technician found that the spring arm's snap ring dislodged which caused the spring arm to detach. The spring arm was reassembled, and the snap ring was checked for correct seating. The device is working as intended after the repair. Further investigation confirmed that new monitors were installed at the light system a short time before the event happened. The root cause of the event was traced to an installation error. Based on this, no further actions are necessary.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the spring arm is separating from the central axis. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).